Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report(B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. A follow up report will be provided, after the batch review was conducted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): connector/catheter-detached during the patient's toilet, the nurse saw that the catheter had disconnected from the yellow connector. The connector was well closed but no longer held the catheter.

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. After examination of the respective documentation of the production (shift protocol, results of worker self-control and in-process control, machine documentation, cleaning protocol, etc.) No deviations could be ascertained in the mentioned period. The defect is due to a development error and already known. Therefore this complaint is considered as confirmed. The complaint is filed for statistical purpose. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Notes: 1. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states (B)(4). 2. B. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.